Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed, during which a small puncture in the balloon was noted, which resulted in pressure and fluid loss. All components were removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
Additional information updated: b7: other relevant history. Correction to h6: evaluation conclusion codes. Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) balloon underwent a thorough analysis. The component was visually inspected and tested for leaks. Wear from fatigue was found upon visual examination, and a leak between the balloon and the adapter junction was identified during leakage testing; due to this, the component was not functionally evaluated. Based on the information available and analysis results, the leak identified in the balloon could have caused or contributed to the reported clinical observations of a hole, fluid loss and decrease in pressure. Additionally, the reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed, during which a small puncture in the balloon was noted, which resulted in pressure and fluid loss. All components were removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) balloon underwent a thorough analysis. The component was visually inspected and tested for leaks. Wear from fatigue was found upon visual examination, and a leak between the balloon and the adapter junction was identified during leakage testing; due to this, the component was not functionally evaluated. Based on the information available and analysis results, the leak identified in the balloon could have caused or contributed to the reported clinical observations of a hole, fluid loss and decrease in pressure. Additionally, the reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed, during which a small puncture in the balloon was noted, which resulted in pressure and fluid loss. All components were removed and replaced. No additional patient complications were reported.